Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke while the surgeon was dissecting. A device fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically with a backup harmonic ace instrument. There was a 20 minute procedure delay due to the reported issue. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. Furthermore, the patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows a broken curved blade on a harmonic ace instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the base. A piece approximately 0.541" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.